Manufacturer narrative:
Evaluation summary: the returned u-blade inserter conforms to specification. A functional deviation of the inserter could not be verified during functional test (under dry conditions). Nevertheless, the alleged event may be linked to the design of the u-blade inserter. Review of device history record (DHR) / review of inspection records. A review of the DHR / inspection records for the u-blade inserter (lot code k898160) revealed no discrepancies. Meanwhile, the design of the inserter has been changed in order to optimize the clamping force especially under wet conditions.

Event description:
The customer returned the u-blade inserter and states in his accompanying questionnaire that the device did not lock onto the rod when the trigger was pressed. The surgery was finished with an exchange inserter.